Manufacturer narrative:
It was reported that the patient's mother had fallen out of bed due to the bed alarm not functioning resulting in bruising to her back and a hematoma to the side of her hip. The customer reported that no medical intervention was needed. The customer additionally stated that the "battery was hot to the touch" and "would run out of energy quickly." A sample has been requested for evaluation. There were no reports of death, serious injury, medical intervention, or follow-up care. It has been determined that the reported event could cause or contribute to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient's mother had fallen out of bed due to the bed alarm not functioning resulting in bruising to her back and a hematoma to the side of her hip. The customer reported that no medical intervention was needed. The customer additionally stated that the "battery was hot to the touch" and "would run out of energy quickly."